Event description:
It was reported during a therapeutic procedure placing a one step button device, the physician felt strong restriction when he tried to pull the tube from the pt's stomach. The physician kept pulling the tube which broke and stretched. The physician carried out abdominal surgery to remove the tube from the stomach.